Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (code 204) was confirmed. As received, the monitor failed incoming testing. Upon evaluation, the belt receptacle was damaged and the pin 6 wire was damaged. The cause of the code 204 is a disruption in communication between the monitor and electrode belt. The cause of the disruption in communication is the damaged receptacle and pin. The root cause of the damaged receptacle and pin is excessive force placed at the receptacle. No adverse event resulted from the defective monitor.

Event description:
A us distributor contacted zoll to report that a patient's monitor was producing service code 204.